Manufacturer narrative:
The t:slim pump user guide states the following: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. The cartridge is sterile, non-pyrogenic, and for single-use only. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the emergency medical technicians (emt) were called, because the customer had a low blood glucose (bg) level of 38 mg/dl. The customer was treated at home with dextrose and food. The customer attributed the low bgs to the steroid medication that she is taking, however tandem technical support also noted that the customer was reusing cartridges and using lantus insulin. The customer is in contact with his healthcare provider regarding settings.